Event description:
Last right ventricular defibrillation impedance 141ohms. Spike from 100ohms. Alert trigger: right ventricular defibrillation impedance outside range of 50 ohms to 120 ohms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).